Manufacturer narrative:
(B)(4). Batch #: x94t2f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an evaluation of an image sent by the account. Image "(B)(4) new product complaint: this is an image of what appears to be a harmonic device with the tissue pad detached. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an uniportal vats lobectomy procedure, about ten minutes into using the device, that the jaw looked strange and that the tissue pad had burnt and broke off inside the patient. The device and pad were removed from the patient and replaced it with a new one. There was nothing unusual about the procedure up until this point. The surgeon had been activating and using the device in the way he usually would. He did however explain that the patient had a lot of adhesions, more than you would typically see. The procedure continued after replacing the device. However he did comment that towards the end of the procedure they stopped using advanced energy as the patients tissue was very thick. There were no patient consequences.